Event description:
A call was received through technical services reporting syncopal episode and high impedance noted. Lead fracture considered. The lead was replaced and returned, with a report of undersensing. No further patient complications have been reported as a result of this event. Additional information received indicates pt fell after syncopal episode resulting in minor abrasion to right periorbital area. Hr was 30-40 bpm when emt arrived to transport to hospital. Pt alert. Device interrogation showed noise and bipolar imped 1000 ohms/unipolar was 500 ohms both suggesting microfracture of lead. Chest x-ray showed lead stretched but no fracture. Lead replaced; no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned for analysis.